Event description:
Difficulty walking [gait disturbance]. Pain in both knees [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a (B)(6) pt, (B)(6). The pt's medical history included a previous synvisc injection on an unspecified date in 2010. On an unspecified date in (B)(6) 2011, the pt initiated synvisc-one, 6 ml in both knees. After the synvisc-one injections, the pt experienced pain in both knees and difficulty walking and she was using crutches. Treatment included six or more acetaminophen a day, tylenol #3 (acetaminophen/codeine), and celebrex (celecoxib). The pt saw her hcp (health care professional) and she was given a cortisone injection in both knees. The action taken with synvisc-one was not provided. The pt's outcome for the event of knee pain was recovered. The pt's outcome for the event of difficulty walking was not provided. Concomitant medications were not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2011. Evaluation summary: the product lot number was not provided; therefore, a batch record is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacture's comment: the benefit-risk relationship of the product is not affected by the report.